Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump passed a21 test and no unexpected a21 error alarm noted. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's parent called and reported the buttons on the insulin pump were not responding and an unexpected restart alarm was received. Leading up to the issues, the customer was walking on the golf course and received a button error alarm. Customer's blood glucose was not known. The device had not been stored or not in use for an extended period of time. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.